Event description:
Boston scientific received info that during a log-file review a device ram error occurred in this device. This error appeared to have occurred as a single instance on late-(B)(6) 2013. No further action was required and no adverse events were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.